Event description:
It was reported that the lesion was located in the rca. The ml 4.0x15 was deployed at the lesion at 6am, but the proximal balloon inflated abnormally suggesting that the elastic membrane inflated due to balloon rupture. An attempt was made to deflate the balloon, but the abnormal site of the balloon did not deflate. The stent delivery system was pulled to the distal end of the guiding catheter, and the guiding catheter and stent delivery system were removed as a single unit. Another deflation attempt was tried in order to pull the balloon into the sheath, but it would not deflate. The system was pulled into the long sheath strongly. At that time, contrast was found to disappear and it was noted that the elastic membrane was separated. Upon inspection after removal, the middle of the elastic membrane was separated concentrically. The day after the procedure, the patient did not show any symptom of pain or swelling of the lower limb.